Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the unit reflected power trip (alarm indicator) when starting the procedure. The unit isolated because they tried reusable cable and antenna but the problem still the same. The procedure was cancelled.